Event description:
On (B)(6) 2011, the patient's mother reported the patient was hospitalized with elevated blood glucose of 400-500 mg/dl. The patient's normal blood glucose range is 80-146 mg/dl. The patient's blood glucose began to increase this morning. She changed the infusion set 3-4 times and each time the cannula was bent. The mother stated the patient received insulin while hospitalized. The patient was sent replacement infusion sets. Upon follow up on (B)(6) 2011, the patient stated she began use of the replacement infusion sets and her blood glucose decreased. The infusion set was requested to be returned for evaluation.